Event description:
Operator reports the rinse bath on the ise unit was overflowing, causing a leak on the floor behind the instrument. No one was harmed. No pt samples were affected. The field service representative determined a clot in the rinse well to be the cause. He removed and flushed the waste tubing. He performed mechanical checks, and verified the rinse well was draining correctly. Follow up with customer found no further issues.